Event description:
The device is a sales demonstration unit. During a demonstration of the device displayed the message "defib comm error", after performing its automatic power-on self-test. The purpose of the self-test is to inform the device operator if a problem exists. There was no pt involved.